Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. The fault was addressed back to the damaged compressor since the coils were corroded. The device was taken out of service. In case of a hole of the evaporator, the refrigerant fluid will leaks and water enters the cooling circuit. This situation led to a cooling compressor damage. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that during priming a heater-cooler system 3t tripped the rcd (residual-current device). The unit has been scrapped. There was no patient involvement.